Event description:
The operator was performing a study acquisition (scan) of the lungs via spect imaging. Review of the system logs and interview of local service engineer indicated that the operator positioned the pt and left the room. Nuclear medicine studies (scans) require the pt to remain still and unmoving during the scan. The unattended pt moved their leg during the scan. The operator alleges that the pt's leg was out (5 cm cut required stitches) by a moving component (pt had moved leg into the path of the moving detector). By leaving the pt unattended, the operator was not present to stop system motion with the e-stop button.

Manufacturer narrative:
Results: no device malfunction. Conclusions: investigation on-going.